Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during treatment, flow rate in the arctic sun device was decreased below 0.4 l/min with low flow alarms. Customer emptied the pads several times, reconnected all four pads and checked for any leakage from the pads. Customer changed to another arctic sun device, but still the flow rate was below 0.4l/min. After that they changed the pads, and the flow rate was maintained as 1.8~1.9l/min.

Event description:
It was reported that during treatment, flow rate in the arctic sun device was decreased below 0.4 l/min with low flow alarms. Customer emptied the pads several times, reconnected all four pads and checked for any leakage from pads. Customer changed to the other one arctic sun device, but still the flow rate was below 0.4l/min. After all the customer's effort, they changed the pads, and the flow rate was maintained as 1.8~1.9l/min.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample exhibited the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit with all four pads and no original packaging present. Visual evaluation noted no obvious defects such as cuts or tears on the pad surface. The clear connectors noted one was not present but the remaining three had no visible chips or deformities. The tubing for all the pads noted no kinks or defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿the arcticgel¿ pads should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ and "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." The actual/suspected device was evaluated.